Manufacturer narrative:
H2: additional information: h6: health effect - impact code. H3, h6: part of the reported device was received for evaluation. A visual evaluation showed the device was not returned with any original packaging. The t1, t2, and suture were not returned. The variable depth straw has been trimmed. Bio debris is present. A functional evaluation could not be performed because both implants have already been deployed and the parts were not returned for examination. A material assessment could not be performed due to the part not being returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specification found that the suture is required to be accompanied by a material certification of analysis for each lot used. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that can contribute to the reported event include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, the ultra fast-fix suture was reported to have fractured directly. The procedure was completed using a smith and nephew back up device. It is unknown if there was a surgical delay and no further complications were reported.